Event description:
A hemodialysis user facility has reported an event of a possible dialyzer reaction. The patient had been receiving all dialysis treatments for a year with the use of this dialyzer when it was reported that suddenly, in 2007, this patient developed symptoms. The rn reported that within 5-10 min of undergoing hemodialysis, the patient complained of her throat closing in and vomiting. The pt was then administered 50 mg. Of diphenhydramine intravenously and oxygen. The rn reported that the symptoms resolved once the blood had been returned back to the patient. The patient was referred to the ER with the report of symptoms resolved and then the patient was discharged with no further medical intervention. The patient is now receiving dialysis with use of the f200 nr. There is no sample available for an evaluation.